Manufacturer narrative:
(B)(4)

Event description:
It was reported that a drop in sensing and loss of capture were observed. An x-ray was performed and the lead was noted to be dislodged. Additionally, during lead explant an insulation issue was also noted. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.